Manufacturer narrative:
A partial lead with the pin measuring 11.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the operating room for a right ventricular lead replacement. Prior merlin.net device transmissions noted noise on the right ventricular lead. Two inappropriate anti tachycardia pacing episodes were noted as a result of the lead noise. Lead measurements were stable and no externalizations were noted via cine imaging. A portion of the lead was explanted and the remainder was capped and replaced on (B)(6) 2017. The patient was stable throughout.